Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("the fallopian tubes were removed even the uterus / undergone surgery to remove the device") and pregnancy with contraceptive device ("unintended pregnancies") in an unknown number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, patients had essure inserted. On an unknown date, they underwent medical device removal (seriousness criteria medically significant and intervention required), and experienced depression ("depression") and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. Patients had essure in place during the first trimester of pregnancy. And were treated with surgery. Essure was removed. At the time of the report, the medical device removal, depression and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered depression, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: some women had unwanted children and with serious sequels and deformities and it was captured under the case (B)(4). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal the analysis in the global safety database revealed 759 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.